Event description:
An end-of-service warning message was verified in the product analysis lab and found to be associated with the pulse disabled by the pulse generator. With the exception for capacitor c4 out of specification, the post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. This is not expected to have an adverse effect on battery longevity. Other than the noted conditions, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient has experienced a small increase in the frequency of seizures. The notes indicate that the generator was interrogated and that it showed the battery has "run out" and that it is "nonfunctional. The patient was referred for generator replacement. Clinic notes dated (B)(6) 2012 note that the generator showed an end of battery life warning. The generator showed neos on (B)(6) 2013, but was likely at pulse disabled condition. This eos condition may have likely attributed to the increased seizures. Based on the device settings and implanted amount of time it appears that the generator's battery has depleted at an expected rate. Surgery is likely, but has not occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery. The generator was returned for analysis. Analysis is underway, but has not been completed to date.